Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 cubie pockets were not detected on bus. A field service engineer checked controller board lights were on, shutdown the station, reseated the cables in the drawer. Restarted the station tested drawer in hardware test application and ran acceptance test successfully, the customer able to access drawer and inventoried successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 5.1 and 1.2 were not detected on the bus. The user attempted to restart the device three times, but the issue was not resolved. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.